Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed and monitored for twenty four hours. The basal profile delivered completely. Then the unit was programmed with multiple boluses and monitored. All boluses were delivered completely and recorded properly in the bolus history screen. No error alarms or delivery anomaly noted. The unit had cracked reservoir tube lip, scratched reservoir tube window and lcd window.

Event description:
It was reported that the customer's insulin pump might have inaccurate delivery. Then the customer called back to report that the device alarmed. Troubleshooting was performed, and multiple error alarms found. Advised the customer to program a bolus into the air, and the bolus amount was recorded in the bolus history. The caller stated that the temp basal was not programmed before the alarm occurred. No further information was provided.